Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. No malfunction of the 2008t hemodialysis (hd) machine alleged, observed, or identified prior to, during, or following the patient¿s final hd treatment. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008t hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the facility on (B)(6) 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. A (B)(4), male, end stage renal disease (esrd) patient on hemodialysis (hd) underwent a treatment on (B)(6) 2016 and a final treatment on (B)(6) 2016. The hd treatment sheets did not indicate any adverse patient events during either treatment. The patient had a cardiac arrest at his home and subsequently expired on (B)(6) 2016, cause unknown. According to the pdrn, the patient had diagnoses of low blood pressure, renal cancer, and 10 percent heart function. Medical records did not contain a death certificate or autopsy report for review. There is no mention of the patient being sent to the hospital or any mention of emergency medical services intervention on (B)(6) 2016. Medical records do not contain a bicarbonate level within a month of the patient's death. There are no lab or diagnostic test results on (B)(6) 2016 for review. There is no documentation in the medical record that identifies cause of death. Due to the lack of medical records on or about (B)(6) 2016, no conclusion can be made regarding any causal relationship between the patient's death and any fresenius hemodialysis products. The patient's medical history of cardiac issues (chr, stemi) suggests the patient's co-morbidities contributed to the patient's death.

Event description:
The patient's peritoneal dialysis rn (pdrn) reported that a patient experienced a cardiac arrest at his home and subsequently expired on (B)(6) 2016. The pdrn stated that patient switched from peritoneal dialysis (pd) to hemodialysis (hd) and was an active hd patient at the time of his passing. The patient received a hd treatment on (B)(6) 2016 and a final hd treatment on (B)(6) 2016 with both treatments noted as being uneventful. The hd treatments were completed with no product issues. There were no allegations of any device malfunctions during the treatment. There were no adverse patient effects and no medical intervention was required. No complaint devices are available to be returned to the manufacturer for evaluation.